Manufacturer narrative:
Technician replaced electronic unit assay to resolve issues with the head motor. The bed functioned properly. Safety check passed.

Event description:
Technician has a bed that the head section will run up by itself. The bed came from the geriatric unit and there were no reported injuries.